Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to defective moog blower unit. As a resolution, vyaire initiated to install known good turbine and blower under warranty replacement.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 401 - inspiration valve or device leaky and alarm 316 - blower failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical technical support reviewed the unit logfile and it shows that the issue is caused by a none turning blower. Initiated to install a known good turbine. Root cause has not been determined yet. However, vyaire sent quote to customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.